Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, detailed mechanical and electrical testing was performed on the device. The device battery status was end of life (eol). The device functioned normally throughout testing. Laboratory analysis determined that this device experienced normal battery depletion; however, the estimated longevity remaining value appeared to decrease more quickly than expected between routine follow-ups. Factors influencing the estimated longevity remaining calculation include pacing rate, amplitude, pulse-width and lead impedance. Any (even slight) changes in these factors will impact the battery consumption calculation and therefore the remaining longevity estimate. Please note that, despite the drop in estimated longevity remaining, the actual battery condition did not change significantly between follow-ups. In summary, it was determined that this device experienced normal battery depletion, but declared (eol) earlier than previously estimated.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report updated at that time.

Event description:
It was reported that during routine follow-up this pacemaker was found to have triggered a replacement indicator. It was noted that the patient had near 100% right atrial (ra) lead pacing and approximately 40% right ventricular (rv) lead pacing since implant. Magnet rates corresponding to depletion level were found inconsistent in the months preceding a request by the physician for device data analysis due to suspected premature depletion. Engineering analysis found the device was operating near a depletion indicator boundary that may have explained the observed behavior. Information was later received indicating a revision procedure was performed at which time this device was explanted and replaced. No adverse patient effects were reported.